Event description:
It was reported that the patient experienced dissatisfaction of short cylinders with an inflatable penile prosthesis (ipp). The ipp pump and cylinder was explanted and a new 18cm x 12mm ipp pump and cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.